Event description:
An orsiro drug-eluting stent system was chosen to treat a severely calcified lesion (90 percent stenosis degree) in a severely tortuous om. The orsiro could not pass the lesion and a stent deformation was detected.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its proximal end. Several stent struts are bent outwards. Outside of the deformed zone the crimped stent diameter still complies with the specification. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.